Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2020. Multiple requests for additional information were issued to the customer; however, no further information was provided. (B)(4) was not returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome, the patient passed away due to sudden unexpected death. Additional information was requested but not provided.